Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided therefore device history record cannot be investigated. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had right shoulder bicortical proximal subpectoral tenodesis surgery on (B)(6) 2016. After surgery everything was on schedule with physical therapy and healing. In (B)(6) 2017 the patient started to experience sharp pain in his shoulder. He went to the doctor and had an x-ray performed. The titanium button had detached from the bone and was in the shoulder joint. Revision surgery done on (B)(6) 2017. Follow up investigation: in (B)(6) 2017 patient went to the doctor due to sharp pain in the shoulder. A MRI was performed and a metallic foreign body was visible near the base of the coracoid process. A x-ray was also performed to confirm the findings of the MRI.